Event description:
The ge oec 9800 fluoroscopy system was reported, by the facility physicist, to exceed the regulatory exposure limits.

Manufacturer narrative:
A ge oec service rep investigated the issue, found that the system was operating within the regulatory specifications. Physicist measurement error at facility. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.